Event description:
It was reported that catheter break occurred. The target lesion was located in a very tortuous portal vein. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter was broken around 5-10cm from the tip between the braided and tip shaft. The device was directly removed from the sheath and no trauma to any tissue was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.